Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional info becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A center director reported a case of epithelial ingrowth, observed on a pt's left eye at two weeks post flap lift lasik enhancement. Reporter indicted the pt is being monitored under standard post operative eye drop dosage.